Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.4 cm abdominal aortic aneurysm approximately three weeks ago. The iliac arteries were narrow, tortuous, and heavily calcified. The access vessels were 5mm in diameter. It was reported that there was difficulty gaining access to the aneurysm with a guidewire and sheath. The iliac arteries were ballooned and dilated, with no success. An endurant iliac stent graft 101082 was implanted in an attempt to open the iliac enough to deliver a bifurcated stent graft, but the aneurysm still could not be accessed. The patient was converted to open surgical repair. The patient expired four days later as the result of a pulmonary embolism.

Manufacturer narrative:
(B)(4). Results: death. Narrow, tortuous and heavily calcified iliac arteries. Treatment of a patient with iliac arteries that are less than 5 mm in diameter. Conclusion: narrow, tortuous and heavily calcified iliac arteries. Treatment of a patient with iliac arteries that are less than 5 mm in diameter.